Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery also; a confirmed e70 error alarm was noted in alarm history. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump had cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a prime. Customer's blood glucose was 196 mg/dl. The customer stated the drive support cap appeared to be normal. Troubleshooting found a motor position encoder error alarm in the alarm history. Customer also stated they were able to complete the rewind sequence on their insulin pump. It was also found the settings were cleared from the insulin pump after the motor error alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.